Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device was frozen/would not move, and did not function. It was further determined that the device failed pretest for general condition, check the handpiece coupling, check symmetry with the handpiece, check function in running mode, and check oscillation frequency. It was noted in the service order that during an unspecified surgical procedure it was observed that when the device made contact with bone, it would lose strength. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) of 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/would not move. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).